Manufacturer narrative:
Insulin pump was received with no response to the esc button due to a corroded keypad trace. Damages to the display window and reservoir tube lip also noted.

Event description:
It was reported that the insulin pump had an unresponsive esc button. The blood glucose reading was 9.2 mmol/l. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.